Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to turn off the device, or even adjust it. There were symptoms or further complications reported as a result of this event.